Manufacturer narrative:
(B)(4).

Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5114604. B5: describe event or problem - additional information. E4: initial report also send to FDA - additional information. G2 report source - additional information. G2 report source other - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 2/10/2023. It was reported that mobile app interruption due to os upgrade on smart device occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.